Event description:
A facility reported a certas valve (ID 828804pl) was implanted via vp shunt. The patient had positive symptoms related to increased pressure in the ventricles. The doctor stated that the catheters seemed to be fine. It shunt revision was performed. No additional information was received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas plus (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root causes for the issue reporter by the customer could have been due to, biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve.

Event description:
N/a.